Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was cracked from top to down battery compartment. The customer's blood glucose was 15.2 mmol/l at the time of incident. The reservoir was not able to lock in place when inserted in the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump was received with case cracked behind the pump near the battery compartment and cracked battery tube threads. The reservoir tube, reservoir tube lip, and retainer were inspected and no damage or anomaly noted. A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.